Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had low impedance on bipolar pacing. There was phrenic nerve stimulation on unipolar pacing. An inner insulation breakdown was likely. A lead revision will be considered when the device gets changed out. At present, the lead remains in use. No patient complications have been reported as a result of this event.